Event description:
Needle was inserted into pt's leg. Base of the needle unattached when starting to push medication through syringe. Pt still able to receive medication. Haldol was the med being administered.